Manufacturer narrative:
Date manufacturer received - additional information adverse event. Type of report - follow-up type - patient codes - correction additional manufacturer narrative on further review, this article did not report any patient deaths. This article is not reportable for death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See related regulatory report 2029214-2019-01080. If information is provided in the future, a supplemental report will be issued.

Event description:
Kole mj, miller tr, cannarsa g, et al. Pipeline embolization device diameter is an important factor determining the efficacy of flow diversion treatment of small intracranial saccular aneurysms. Journal of neurointerventional surgery. 2019;11(10):1004-1008. Doi: 10 .1136/neurintsurg-2019-014792. Medtronic received a report from a clinical study through a literature article to investigate whether pipeline diameter influences treatment efficacy when using a single device. In this study there were 224 intrasaccular aneurysms in 185 patients were treated from nov 2011 to oct 2016. All aneurysms were in the anterior circulation, most form the internal carotid artery at or proximal to the posterior communicating artery origin. The average aneurysm size was 4.8mm. In this study 123 aneurysms were occluded over an average follow up of 26.6 months. Complications occurred including 6 instances of procedure-related morbidity. 1 patient had bilateral punctate embolic infarctions following treatment, 1 developed what appeared to be foreign body granulomas throughout the ipsilateral cerebral hemisphere following pipeline placement. Both complications resolved without permanent neurological morbidity, but the second patient is maintained on corticosteroid therapy. 1 patient experienced an ipsilateral occipital intraparenchymal hemorrhage post-procedure, resulting in a permanent quadrantanopsia. 2 patients developed retroperitoneal hematomas that were treated conservatively, and a third patient developed a femoral artery pseudoaneurysm at the insertion site which was treated with percutaneous thrombin injection.